Event description:
The customer reported that the cannula did not insert properly into her skin and had high blood glucose results. She stated that her result at 1:17 pm was 297 mg/dl, and her result at 2:22 pm was 338 mg/dl.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to deliver insulin was found. The customer reported that the cannula did not insert properly. It cannot be confirmed nor excluded through lab investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."